Event description:
It was reported that biomed stated the nurse was having the flow issues in arctic sun device and it appeared to be a pad because there was no water traveling through that pad, they ran a functional check and inlet pressure, flow and circulation pump command were good, inlet pressure was -7.0psi, flow rate was 1.8lpm, circulation pump command was 46 percentage, they were returned to the floor. Per follow up via email on 27dec2023, they were able to determine that the arctic sun was operating properly and there was likely and air leak. The device was returned to service on the same day the issue was reported. The issue was resolved with the assistance of bd tech support. The issue was resolved by testing and log file review. Treatment was continued on another device and no impact to the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated the nurse was having the flow issues in arctic sun device and it appeared to be a pad because there was no water traveling through that pad, they ran a functional check and inlet pressure, flow and circulation pump command were good, inlet pressure was -7.0psi, flow rate was 1.8lpm, circulation pump command was 46 percentage, they were returned to the floor.